Event description:
Two angiocatheters appeared to shred upon insertion. Catheters were replaced by angiocaths from different lot number. Patients were not injured. Entire lot number removed from supply.====================== health professional's impression======================defective lot.